Event description:
It was reported that the patient experienced an event of high blood glucose of 220mg/dl that was treated with pump on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 8021545.